Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was black. A field service engineer (fse) reimaged machine and setup rss and turned over to technical support specialist (tss) for windows server update services (wsus) and eset configuration and the status was confirmed as rss managed mode. The tss found that wsus and antivirus (av/eset) compliance appeared greyed out in rss. The tss applied knowledge articles to address wsus and av compliance, including policy verification, group policy updates, windows update configuration, wsus client repair, and eset remediation steps. Windows update errors were resolved by correcting local policies, forcing updates, and successfully downloading and installing the latest patches, after which wsus compliance turned green in rss. For av, eset version 11 was removed, network connectivity was verified, eset connectivity tests passed, and eset workstation version 12 was deployed. After the station was rebooted, certificate-related log entries were monitored and allowed time to self-resolve. Final verification confirmed that both wsus and eset were fully updated, compliant, and reporting correctly in rss. The system functioned as intended after the field service engineer and technical support specialist together troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station screen was black and required maintenance. The customer rebooted the device, but the issue persisted. The remote support service was showing station was offline. However, there were no delays or adverse events or injuries reported based on this event.